Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. No part was replaced by the field service engineer as the customer decided not to repair at the time. The customer informed that the ventilator was not in use. The evaluation of received device logs confirm a single occurrence of the technical error code for a communication error on march 19, 2021, during pre-use check. The ventilator has had issues and no pre-use check has passed completely in the last 3½ years. The confirmed technical error code indicates stop of ventilation. If it occurs, the recommendation in the service manual is to replace the control printed circuit board. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).